Event description:
Information was received indicating that during use for life sustaining medication infusion, a smiths medical cadd legacy pump exhibited beeping with no alert on display. No patient consequences were reported. No adverse effects were reported.